Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The cement had been mixed properly and had been filled in a uniform softness without any viscosity problems. There had been no migration since the migration that occurred initially. Currently, no complications have occurred.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: primary osteoporosis. Type of fracture: compression fracture (intravertebral clefts). It was reported that the patient underwent balloon kyphoplasty. Intra-op, after setting the cement on both sides, and when checking for the solidification of the cement on the left side with bone filler device, the doctor felt strange. When the image was checked, it was found that the cement had dislocated to the front, inside from the initial setting site. There was no deviation from the vertebral body. It was felt that maybe because front wall was damaged, the cement was pushed out. The procedure was continued and finished without additional filling of cement due to concerns about further extrusion. It was unknown whether there were any patient complications or not.